Manufacturer narrative:
The plate was examined under magnification. There was no damage to the plate other than some slight scratches on the surface and a general discoloration. Additional mdrs associated with this event: 3025141-2017-00010: screw 1; 3025141-2017-00019: screw 2; 3025141-2017-00020: screw 3; 3025141-2017-00021: screw 4; 3025141-2017-00022: screw 5.

Event description:
A clavicle plate was implanted. One of the screws broke post op. The plate and screws were explanted.